Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, therefore analysis on the valve could not be performed. The handle of the dcs was intact. The device was received with the capsule partially opened. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There is a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Update to conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. Damage was observed on the threading of the screw gear. This damage is consistent with the presence of increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the mid-section of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. A buckle was also observed near the proximal end of the capsule, confirming the reported event. The device analysis observations align with the findings of the original investigation, there are no changes required to the findings stated in the initial investigation. Updated data: h.6 - eval method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which noted that the difficulty of valve deployment meant both difficulty in positioning the valve at optimal depth and deploying the valve from the delivery catheter system (dcs). No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information clarified that ¿the valve jumped¿ meant that the valve dislodged above the annulus. An 20fr external introducer was used during the implant and no difficulty with advancement was reported. Difficulty with deployment of the second valve was experienced due to severe aortic regurgitation, bad visibility of the aortic annulus and valve movement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code: c63035 incorrectly reported on a previous supplemental report. This code did not apply to this device. Conclusion: product returns and additional information requests have been impacted by the covid-19 outbreak. This event was processed following normal medtronic processes without a product return. Procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural image review showed a good valve load. The imaging also confirmed damage occurred to the proximal portion of the device during the implant procedure. The imaging could not confirm the multiple attempts to recapture the device and claims of unusual handle behavior. Potential factors that can influence dislodgement include tension applied on the device during positioning, calcification levels, and size/shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the reported dislodgement could not be conclusively determined with the information available. Recapture is a feature of the device that allows for additional attempts to accurately position the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality or deficiency that may have caused or contributed to this event; with the available evidence the cause of the positioning difficulty could not be conclusively determined. It was also reported that recapture was difficult following the second deployment, with more force than usual required to get a full recapture. Following the third deployment, recapture was again difficult. It was reported that an unusual sound was heard from the dcs handle, the capsule could not be closed and the capsule appeared to have partially ruptured. The exact root cause of capsule separation is unknown; however, patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. The resistance experienced during recapture may have contributed to the capsule damage, but this cannot be conclusively confirmed. Based on the investigation completed into capsule separation, there is no evidence that the product failed to meet specification. These events are most likely not related to a fault condition of the device. Aortic regurgitation appeared after the valve implantation attempts. Interference with the leaflets during the attempted valve implant may have led to the regurgitation, but an assignable root cause cannot be determined based on the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, fluoroscopy revealed that the valve was loaded correctly. During the first deployment attempt, the valve was too high and was recaptured. During the second deployment attempt, the valve jumped and was recaptured, however the catheter handle seemed to have unusual behavior. The physician had to screw the handle more than usual to get a full recapture. During the third deployment attempt, the valve jumped again. It was attempted to recapture the valve however an unusual sound from the handle was heard and the capsule would not close despite using the correct closing maneuver of the handle. When looking at the top of the valve, it appeared the capsule was partially ruptured. The system was pulled back in the aorta with the valve partially out and the catheter was pulled until it reached the introducer sheath. The entire system was removed from the patient. Aortic regurgitation appeared after the valve implantation attempts. A new valve was loaded onto a new delivery catheter system (dcs) and the valve was implanted with difficulty due to the aortic regurgitation. No adverse patient effects were reported.